Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the 4024 lead had low impedances upon interrogation and the 4525 lead had "warnings occur." The leads were capped and replaced. No patient complications were reported as a result of this event.